Manufacturer narrative:
The insulin pump was received with no shadow or blotches noted on the lcd screen. The insulin pump passed self test and displacement test. The insulin pump has cracked belt clip slot, cracked reservoir tube lip and scratched lcd window.

Event description:
Customer reported via phone call that they have a shadow on their insulin pump. The blood glucose reading is 8.7 mmol/l. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.